Manufacturer narrative:
Other text: d10, h3 and h6 - evaluation codes: updated device evaluation: one device was returned for investigation. Visual inspection noted: front cover had multiple nicks and scratches, dent in the global display label, microswitch missing lever, discolored pole clamp, quick connect corroded, line cord faded, water tank cover has cracks, and the temp check pot not fully attached on the printed circuit board (pcb). Functional testing found when water was put into the tank, water started coming out of the water tank cover where the cracks are. Root cause was attributed to the customer over tightening the screws on the water tank cover. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. A notification was sent to the supplier to inform them of the results of this investigation. The issue will be monitored with further actions taken accordingly. No action taken due to the condition of the device. It is deemed beyond economical repair and will be scrapped.

Event description:
It was reported that the tank is leaking. Patient involvement is unknown.

Manufacturer narrative:
Other text: b3: date of event, d4: UDI is unknown. No information received to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.